Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been taken to the hospital for high blood glucose levels. The patient was treated with insulin via manual injections. The patient's grandfather reported this medical event, and was not willing to answer additional questions regarding diagnosis, or duration of hospital stay.